Event description:
Complainant alleged that the while a pt (age and gender unk) was being transported, the clinicians were attempting to monitor the pt in lead 3, but that when the ambulance drove over bumps in the road, the device would power down, then immediately power up. When the device powered back up, it came back on in padles mode, and the medics had to reset the device to leads mode.